Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that one hour after implant of the lead, the patient collapsed with "total exit block" and was "stimulated externally" in intensive care. The lead was removed and replaced. The physician reported the patient status as being "all right after replacement". It was also noted that the physician indicated there was no observable lead dislocation nor any viewable fault of the lead. No further patient complications have been reported as a result of this event.